Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. On (B)(6) 2015, atrial pacing impedance measured 4047 ohms up from a trend of 300-400 ohms. Concomitant medical devices: 6945-65 lead, implanted (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered an alert for high impedance. The ra lead was capped. It was also reported that the right ventricular (rv) lead exhibited oversensing. The rv lead was capped and was replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv lead were fractured.